Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged. When a reposition attempt failed, the lead was explanted and replaced.